Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported that the patient stated she fell on (B)(6) 2018 and felt like she had not been doing good with her symptoms since. Patient had an appointment with the healthcare professional on (B)(6) 2018. The issue was not resolved at the time of the report. No further symptoms or complications reported/anticipated.